Event description:
Report of 2 incidences of central venous line port breakage received. Pt #1 of 2 had a central venous access line and was turning in the bed when the luer lock was reported to snap off. The break occurred at the point where the primary IV line connects with the female hub of the proximal lumen. The nurse immediately "clamped the port off." There is no info available regarding the solution hanging at the time the line snapped. Multiple drugs were reported to be infusing through the proximal line including various antibiotics, tpn, lipids, lasix, calcium gluconate, normal saline, and dextrose. An internal jugular line was placed and the central line was removed. "No adverse patient harm occurred and no add'l doses were prescribed, however, there was a delay in therapy and a potential for a serious injury to occur."